Event description:
After iabp for six days, blood leaked into the catheter. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event - reported 1/8/97. Pt's current status: unk - rpt'd 1/8/97.